Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that eight weeks following an intraocular lens (iol) implant procedure, the iol was exchanged because the patient experience poor blurry vision and the clinical reason for the exchange was reported as a mechanical complication of the iol. Additional information has been requested to gather further information and clarification of what was meant by mechanical complication.

Event description:
Additional information was provided by the nurse, who reported that the mechanical complication was unknown. There was no deficiency noticed with the iol. According to the nurse in the surgeon's opinion, the cause of the event is unknown. The iol was exchanged for a different lens model and a 1.5 diopters difference of power. The patient's issues have resolved. The prognosis is very good.

Manufacturer narrative:
Evaluation summary: the product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the lens was returned in a plastic specimen jar. Solution and blood are dried on the lens. The lens was removed from the jar to evaluate. The lens was cleaned with lphse to remove the solution and blood. The lens was allowed to air dry to further assess. The optic is split from the edge travelling inward. A qualified cartridge and handpiece was used with the lens. A non-qualified viscoelastic was used with the lens/cartridge combination. All product and batch history records are quality reviewed prior to product release. The root cause cannot be determined for the complaint of ¿explanted iol; poor, blurry vision; mechanical complication of iol¿. The returned explanted lens displayed optic damage. The damage may have occurred during explant or as a result of a failure to follow the directions for use (dfu). The viscoelastic indicated is not qualified for the lens/cartridge combination used. Due to differing material properties, the use of a non-qualified viscoelastic may result in delivery issues and/or damage. During the manufacturing process, each lens is subjected to a 100% assessment of the power and optical resolution in order to determine acceptability per the lens model and diopter. The power and resolution of the returned lens could not be re-evaluated due to the optic damage. There are no other complaints in this lot. The manufacturer internal reference number is: (B)(4).